Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/ investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/ investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic gynecological resection procedure, the loop at the distal end of the hf resection electrode broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the investigation/evaluation was performed exclusively on the basis of the information provided by the customer. The exact cause of the reported failure could not be conclusively determined. However, the reported electrode breakage is a known error phenomenon and can very likely be attributed to component failure caused by use-related wear and tear. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.